Event description:
The customer reported that the insulin pump was stuck in the prime/rewind loop. The motor continued moving forward without stopping, and never gave any beeps indicating that it detected the reservoir. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. The insulin pump had intermittent button response due to a corroded keypad trace. The insulin pump had broken battery tube threads and a cracked case on the liquid crystal display window corners.